Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: after reaming to a 52, 2 52 cups were impacted into the acetabulum but neither were sticking. I was then told that there was an implant to reamer mismatch. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the returned sample found nothing indicative of device nonconformance, however the device shows markings and signs that the surgical team or surgeon tried to implant it. The root cause of the reported allegation cannot be determined with the information provided. Pinnacle hip solutions surgical technique, page 10 indicates the following: "initially, employ a grater 6¿8 mm smaller than the anticipated acetabular component size to deepen the acetabulum to the level determined by pre-operative templating. Subsequent reaming should proceed in 1¿2 mm increments. It is important to understand that all pinnacle acetabular hip system instrumentation is marked with true dimensions meaning, for example, a 54 mm grater reams a 54 mm cavity. The graters, shell trials and acetabular implants are all hemispherical and measure 180 degrees around the dome to the level of the coating on the final shell. Under-reaming of the acetabulum to allow the press-fit of the final shell is dependent on bone quality and the size of the acetabular component. A 1 mm under-ream is usually sufficient in smaller sockets, while a larger socket may require a 1¿2 mm under-ream. Likewise, soft bone will more readily accommodate a greater press-fit of the acetabular component than sclerotic bone. In some patients, line-to-line reaming may be sufficient to achieve stability." A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the pinnacle sector ii cup 52mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg 121722050 rev. G current and manufactured. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 06/12/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 05/31/2033. 5) IFU reference: (B)(4). Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 06/12/2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 05/31/2033. 5) IFU reference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an implant to reamer mismatch. Cup would not stick.